Event description:
(B)(6). It was reported that the delivery system kinked. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The patient received loading dose of 300 mg of clopidogrel and 325 mg aspirin. Vascular access was obtained via transfemoral approach. A 15f isleeve introducer sheath was placed. An xs safari was advanced through the 15f isleeve introducer sheath and seated appropriately in the left ventricle. A 27mm lotus edge valve system was advanced over the wire. The lotus edge valve system nose cone was checked prior to entering the sheath. A second physician flushed the side-port of the 15f isleeve using a 20cc syringe. The physician commented that it was taking a lot of force but continued to push the lotus edge delivery system through the 15f isleeve introducer sheath the lotus edge delivery system was in the aorta. Upon examining the lotus edge delivery system via fluro in the descending aorta, it was noted that there was a kink around the area of the lotus edge valve capsule. The 27mm lotus edge valve system was exchanged for another 27mm lotus edge valve system. The 2nd 27mm lotus edge valve system was able to be advanced through the same 15f isleeve introducer sheath without difficulty. The case was completed successfully. The patient was discharged the following day.

Event description:
Reprise IV study it was reported that the delivery system kinked. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure.the patient received loading dose of 300 mg of clopidogrel and 325 mg aspirin. Vascular access was obtained via transfemoral approach. A 15f isleeve introducer sheath was placed. An xs safari was advanced through the 15f isleeve introducer sheath and seated appropriately in the left ventricle. A 27mm lotus edge valve system was advanced over the wire. The lotus edge valve system nose cone was checked prior to entering the sheath. A second physician flushed the side-port of the 15f isleeve using a 20cc syringe. The physician commented that it was taking a lot of force but continued to push the lotus edge delivery system through the 15 f isleeve introducer sheath the lotus edge delivery system was in the aorta. Upon examining the lotus edge delivery system via fluro in the descending aorta, it was noted that there was a kink around the area of the lotus edge valve capsule. The 27mm lotus edge valve system was exchanged for another 27mm lotus edge valve system. The 2nd 27mm lotus edge valve system was able to be advanced through the same 15f isleeve introducer sheath without difficulty.the case was completed successfully.the patient was discharged the following day.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. The delivery system was returned with the temperature logger (flashing green) and the valve detached from the delivery device and stored in a plastic vial. The sterilization bottle was not received. The device returned with the handle in the release phase. A kink was noted on the outer j curve of the outer sheath approximately 4.8cm proximal to the distal tip of the outer sheath, consistent with the reported event. The device was received with the outer sheath seated to the nosecone. It was possible to insert a stylet without any restrictions. The outer sheath was retracted with no resistance. An examination of the nosecone extension identified no damage. There was no kink or damage on the nosecone extension at the site of the kinked outer sheath. Due to the extent of the kink on the delivery system, loading the device into an introducer sheath could not be attempted. No other issues noted.